Event description:
A report was received that the patient underwent a pocket revision procedure for an unknown reason. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent a pocket revision procedure for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient's pocket might have been too deep and that the revision was to make charging easier. The patient also reported discomfort.